Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly or motor. The pump also had broken battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube window, a cracked case at the display window corner and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump got wet and the keypad became unresponsive. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.